Event description:
A coaccess needle was being used for therapeutic ablation of the liver in 2005. During the procedure, damage was noted at the insulation and as a result the pt suffered a three centimeter third degree burn at s6 posteroinferior segment. The pt is presently being treated by a dermatologist. The method of treatment is unk. The procedure was continued with another electrode and ablation was completed.